Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to deformation of the up/down knob. In addition to foreign material found in the nozzle, additional evaluation findings are as follows: the bending angle in the up direction did not meet the standard value, the play of the up/down knob is out of the standard value, the adhesive on the bending section cover is detached and had a white-clouded area, the objective lens had a scratch, the adhesive around the objective lens had a white-clouded area, the adhesive around the light guide lens had a white-clouded area, the connecting tube had a scratch, and the water removal ability did not meet the standard value. Additional information obtained identifies the product was not cleaned, disinfected, and sterilized before requesting repair. There was no delay / time lag between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were abnormalities observed in the accessories used for reprocessing. Lastly, the air/water nozzle was flushed with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a gastrointestinal videoscope, there was an air/water leakage from the body control unit (bcu). There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation there was foreign material found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.